Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this left ventricular (lv) lead was attempted due to unknown product performance anomaly. The lead was never in service. No no adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was attempted due to unknown product performance anomaly. The lead was never in service. No adverse patient effects were reported. Additional information from the field indicates that the lead was attempted but did not fit in the branch properly.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Additional information provided confirms that this complaint no longer qualifies as a reportable criteria.